Manufacturer narrative:
A visual inspection was performed on the returned guide wire. And the reported difficulty to remove, break and stretched coils were confirmed. The coils were unraveled. And stretched confirming, the reported stretched coils. The coils separated from the core, including the shaping ribbon, but the coils were still intact confirming, the reported break. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified, no other incidents and/or complaints reported from this lot. There was no damage noted, to the guide wire, during the inspection prior to use. Which suggests, a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined, the reported difficulty to remove, core break and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely, that during the procedure, the guide wire coils became damaged. Causing tip solder to break off the shaping ribbon and stretching the coils. The stretched coils likely, caused the guide wire to become stuck or frozen in the sds guide wire lumen, resulting in the difficulty to remove. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: outcomes attributed to ae, initial filed incorrectly as 'required intervention', should have been filed as na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was to treat an 80% stenosed, distal posterior descending artery (pda) via femoral access. A 2.75x15mm xience sierra drug eluting stent (des) was advanced to the lesion over a (B)(6) guide wire (gw). During deployment, the des became caught with the gw and the gw coils unraveled. The gw and the stent system were removed from the anatomy together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. A whisper es gw and a new, same size xience sierra des were used to successfully complete the procedure. No additional information was provided.